Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03098 the following sections were updated: b4; b5; d2; d6; d11; g4; g7; h1; h2; h3; h6 d2: device product code: phx d6: implant date corrected to (B)(6)2019. D11: part# 115395; lot# 466350 part# 115395; lot# 466350 part# 113652; lot# 565440 part# xl-115363; lot# 596940 part# 115370; lot# 632780 part# 180552; lot# 339050 part# 180552; lot# 819320 part# 180550; lot# 961080 part# 180552; lot# 035420 part# 115310; lot# 669910 visual examination of the returned product identified no damage on the taper adapter. The baseplate was not returned for evaluation. Dimensional analysis was not performed as the taper adapter was impacted into the baseplate. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: found glenosphere sitting in base plate disassociated, plate and stem intact DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: comp rvs tray co 44mm ; part# 115370 ; lot#63278, arcom xl 44-36 std hmrl brng ; part# xl-115363 ; lot# 596940, comp rvs cntrl 6.5x25mm st/rst ; part# 115395 ; lot# 46363, comp rvrs shldr glnsp std 36mm ; part# 115310 ; lot# 669910. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right shoulder arthroplasty subsequently the patient disassociated during pt sometime between ten (10) and eleven (11) months post-op, and was revised approximately one (1) year and one (1) months post primary implantation. Attempts have been made and no further information has been provided.